Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level and diabetic ketoacidosis. The customer states they were not feeling well, and their mother called the paramedics. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 457mg/dl. The customer states the treated the high levels with manual injections. Troubleshoot was conducted. The pump was found to be operating as designed, and the customer was advised to contact their healthcare provider over unexplained high blood glucose levels. The customer was advised to monitor the device and call back if issues persist.